Event description:
It was reported that a patient underwent a tibial nail revision. Of competitors devices on (B)(6) 2017, after the patient was found to have a non-union with an unknown quantity of broken screws. The date of implantation of the stryker devices is unknown. During the revision one intact, intramedullary nail and an unknown number of interlocking broken screws were removed. Some fragments were unable to be retrieved and remain in the tibia. During the procedure while implanting the new hardware a synthes drill bit broke and a fragment remains implanted in the tibia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).